Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the elbow was found to be leaking on the coller heater unit. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.